Manufacturer narrative:
Date of event-unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -9.5 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018, the lens was exchanged with a longer lens due to low vault and the problem was resolved.